Manufacturer narrative:
(B)(4). Reported event was considered confirmed as patient had died. X-rays showed normal appearance of left tka. Device history record was reviewed and no discrepancies relevant to the reported event were found. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient experienced abdominal pain, bloating, nausea, shortness of breath, and vomiting post-operatively day two and morning of day three. Subsequently, the patient expired on post-operative day three due to procedural related complications including deep vein thrombosis (dvt) and possible pulmonary embolism (pe). However, this was unable to be tested due to the patient condition. It was also noted that there were occlusive and non-occlusive thrombus located in the femoral vein as well as non-occlusive thrombus located in other areas.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42502006001, femur cemented cruciate retaining, lot # 64196777, catalog #: 42530006401, natural tibia trabecular metal two-peg, lot # 77007007, catalog #: 42540000032, all poly patella cemented, lot # 64208861. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the patient has died. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00106, 0001822565-2019-01574, 3007963827-2019-00107, 0002648920-2019-00273. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee on approximately four months ago. The patient died on postop day three due to unknown reason.